Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to patient felt pressure to the chest and was experiencing dizziness a day after device reprogramming was done. The patient was then referred to the physician. Additional information indicated that the patient had infection. There were no additional adverse patient effects reported. This ICD remains in service.